Event description:
During a slap repair bioraptor knotless anchors broke during anchor insertion into the glenoid. Holes were drilled with the twist drill and anchor malleted in, however the first anchor appeared to skive and cracked, the second one appeared to enter the drilled hole but then the insertion handle was removed the anchor was broken; half in the bone and half on the insertion handle. The case was finished without complication to the repair. Additional information stated the first anchor that broke was partially embedded in bone and partially removed on the insertion shaft. The second anchor was fully removed from the joint. The patient was young with good bone quality.

Manufacturer narrative:
(B)(4).